Event description:
It was reported that at the user facility the device was overheating. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that at the user facility the device was overheating. The user facility was not able to provide any further information regarding the reported event.